Manufacturer narrative:
The erbe generator was returned for failure analysis, but the reported failure of hard errors could not be reproduced. The generator energized and cauterized, and all ports recognized instruments. Additionally, the generator had no significant scratches or dents. The front bezel was not cracked. The erbe was in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced the erbe due to hard errors. The system was tested and verified as ready for use. Isi has received the erbe, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, the erbe stopped delivering energy. The customer confirmed issue occurred previously. The customer confirmed that they power cycled the erbe and energy functions on both days. A m-02 error was observed in the logs on the erbe. The customer proceeded with the case. The user completed the procedure using the same system. No known impact or patient consequence was reported.